Event description:
Additional information received reported the patient had been hospitalized for one night and the pump was stopped on that night (as previously reported). The next day, symptoms of over dosage were gone and the pump was started again with a lower flow. No bolus was programmed, and the hcp noted that the patient probably did not stop the oral medication, although the hcp told the patient to stop the oral medication. Due to the fact that the patient did not have any problems anymore, the volume was not checked again. It was noted the patient outcome was good and they were receiving effective therapy.

Event description:
It was reported there was a volume discrepancy where the expected residual volume was 6.4ml and the actual volume was 0 ml. It was noted the patient had heavy symptoms of underdose on (B)(6) 2014. It was noted the pump might have been alarming 2-3 times a day, but they were not sure about that. It was noted the next refill was planned for (B)(6) 2014. It was noted the health care provider (hcp) tried to refill the pump, but discovered it was empty. It was noted this hcp did not perform the refill in (B)(6), so they were not sure if everything went ¿right¿ back then. It was stated there was medical intervention where the patient used oral morphine to prevent underdose symptoms. It was stated the underdose symptoms were dizziness and cold sweats around the whole body. It was noted the pump was refilled, and the patient had symptoms of overdose about 3 hours later. It was noted there was vomiting. It was noted this caused the patient to be hospitalized, and the pump was stopped. It was noted the pump logs were checked. It was noted the pump would be started slowly on the day of report. The patient status was noted as alive with injury. It was noted the patient was still hospitalized and still recovering. The pump was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).